Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and low lead impedance; the lead was capped and replaced during routine device change.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.